Event description:
Caller reported a malfunction on the pump, identified by malf 12 and fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted with resetting the pump, and confirmed that the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the issue recurred, which the caller acknowledged and understood.